Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 8atm within 30 seconds in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported. And patient was in good condition post procedure.